Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received pump error alert. The customer¿s blood glucose was 192 mg/dl. Customer was not able to complete pump rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received compromised forced sensor system alarm during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify the source of an external interrupt could not be determined alarm due to compromised forced sensor system alarm.